Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received of an underdelivery. During preventative maintenance testing by the user facility the device underdelivered. No specific amount was provided. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.